Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers were offline. A technical support specialist (tss) remoted into the cabinet, relaunched the application, and opened drawer 10 so customer could remove the stuck cord. After this, the customer was able to successfully log in to the cabinet and issue medication for a patient. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawers offline. Power outage earlier, and the cabinet was subsequently displaying a drawers offline message on the screen. She also mentioned that a cord was stuck inside one of the drawers. There were no adverse events or injuries reported based on this event.